Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat menorrhagia, cin1, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of novasure endometrial ablation, cystoscopy, and leep procedure.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2009. On (B)(6) 2013, the patient underwent urethrolysis transabdominal, d&c, and diagnostic hysteroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent a bladder repair surgery on (B)(6) 2008 due to intermittent gross hematuria and inflammatory tissue in the bladder on the right side. It was reported that patient underwent a removal of sparc mesh on (B)(6) 2009 due to calcification and being exposed in the bladder. No additional information was provided.